Manufacturer narrative:
Investigation summary: bd received (B)(4) sample and (B)(4) photos for investigation. The photos were reviewed and the indicated failure mode for additive abnormality was observed. Additionally, the customer samples along with (B)(4) retention samples from bd inventory, were evaluated by visual examination and the issue of additive abnormality was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of additive abnormality based on the customer photo analysis and sample analysis, but unable to confirm based on retain sample analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e (edta) 10.8mg plus blood collection tubes, the australian red cross lifeblood noticed that one (1) tube has yellow spots.